Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, after mixing the cement sufficiently for 60 seconds , surgeon began to fill the cement into bfd, but it was difficult to push the cement into the bfds from the first bfd. It became more and more difficult to do so and surgeon was unable to push the cement out when cement filled into the third bfd. The cement solidified in the mixer. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.